Manufacturer narrative:
The nasopharyngeal sample was collected using cobas pcr media dual swab, which is an off-label collection. The swab was stored at room temperature. Repeat test performed (B)(6) 2023 after overnight storage at room temperature. Per product labeling for the assay "specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. Freezing at -70°c or colder (and transportation on dry ice) is required for specimen storage or transportation beyond 72 hours prior to the specimen being added to the assay tube for testing." The most likely causes for the discrepancy observed are due to the sample having a low viral load, the off-label collection kit used, the sample volume error in pipetting, the incorrect storage of the sample before the repeat test, sample to sample variation, and differences in testing methodologies on the recollected sample. A systematic issue was not observed and a product problem was not found.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from ireland alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas liat and generated a negative result for all targets. A new sample taken from the patient was tested on two different platforms (biofire and genexpert) which yielded a negative result for sars-cov-2. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.